Event description:
A random alert appeared to be stuck on the pump screen, and the caller reported that the pump display was frozen on the home page. It was confirmed that the frozen display could not be cleared with the button alarm, and resetting the pump did not resolve the issue. There was no reported impact to the customer's blood glucose level. The technical support replaced the pump, informed the customer about the replacement, and provided instructions for returning the problematic pump. The customer did not disclose the type of backup therapy to be used. The replacement pump was confirmed to be within warranty.